Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse opened the cover and removed the lumo and wash manifold to inspect underneath the blocks for signs of spraying. There were no abnormalities found. Calibrations were run and resulted with expected limits. There were no issues found with the instrument. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) patient result was obtained on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same instrument twice then once more on a triage meter. The repeat result from the triage meter was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cardiac troponin I (tni-ultra) patient result.